Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected and/or another device associated with the procedure was compromised resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified right coronary artery (rca) that is 70% stenosed. A non-abbott 4.5x25mm stent was deployed at 14 atmospheres (atm) with a 20/30 indeflator. There was a residual stenosis proximally to the first stent noted. Another non-abbott 4.5x8mm stent was deployed at 18 atm for the residual stenosis. The indeflator needed more rotation than usual to achieve pressure gauge movement. It was noted when deploying the second stent that there was half contrast/half air filling the balloon while inflating, then deflation occurred. The stent delivery system was removed and the non-abbott 4.5x8mm stent was dislodged to the ostial rca. The physician suspected the indeflator did not work properly so he decided to replace it with a non-abbott device to achieve apposition of the dislodged stent. Another non-abbott stent was used to successfully complete the procedure. Final angiogram revealed no residual stenosis and timi 3 flow. There were no adverse patient effects and no clinically significant delay. No additional information was provided.